Manufacturer narrative:
The top housing was observed to be cracked. The unexposed portion of the soft cannula was found to be torn. There was internal corrosion, insufficient battery voltages and the data could not be recovered. With no data it could not be determined if the device alarmed or if the damages contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod on the abdomen.